Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient (B)(6) was unable to establish communication between his ipg and programmer. It was also reported the programmer reflected a communication error. It was noted the device functioned properly until (B)(6) 2016. However, the patient last recharged the ipg in (B)(6) 2016. In addition, the patient attempted to recharge the device on (B)(6) 2016 , but to no avail. The patient also did not feel stimulation. As a result, the patient underwent surgical intervention on (B)(6) 2016 at which the ipg was explanted and replaced. Effective therapy resumed post-operatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The reported issue is now resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.